Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The evaluation confirmed that the probe broke off at 11mm from the distal end. The shape of the fracture surface showed that the crack developed from the broken point of the probe as the starting point, and the coarse part was observed in the fracture surface. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the crack may occur on the probe when output is activated while the tip of the probe is applied against the tissue with strong force, or twisting the device while grasping the tissue. Also it is known that the probe may break when physical load is applied to the probe which is already cracked. The instruction manual of this device indicated below. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob. The probe could contact internal parts and become damaged.

Event description:
The subject device was used during a right nephrectomy and partial hepatectomy. The user stepped on the footswitch, but the output couldn't be activated. When the user checked the tip of this device, it was confirmed that the probe was missing. Then it was confirmed that there was no fragment of the probe in the patient's body, since this fragment caught in this device. The procedure was completed with another device, and there was no patient injury reported.